Event description:
The physician was not successful to implant the subject lead because of a tip deformation, which did not allow "complete scroll of the stylet."

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.